Manufacturer narrative:
Method - device not returned, f/u with rep.

Event description:
It was reported that a (B)(6) patient with multiple myeloma underwent a kyphoplasty procedure on level t5. An x-ray performed postoperatively revealed cement extravasation superior to level t4. There were no pt complications. No add'l info was reported.